Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of sets, one (1) bolt cutter cutting edge was chipped, two (2) depth gauge outer sleeve falls off due to missing bearing, one (1) depth gauge has a broken tip, one (1) guide sleeve has a broken/bent tip, one (1) cannulated stardrive twisted tip, two (2) screwdrivers has a broken tip. One (1) driving cap has a broken tip, one (1) extraction instrument was stripped insertion threads, one (1) handle with quick coupling has a broken handle, one (1) handle sleeve with unknown allegation: one (1) torque limiter and one (1) tension holder driver won't lock, and one (1) drill sleeve has an unknown allegation. There was no patient involvement. This complaint involves fifteen (15) devices. This report is for (1) cruciform screwdriver this is report 5 of 8 (B)(4) related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 313.960, lot: 1997663, manufacturing site: hägendorf, release to warehouse date: 25.september 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cruciform screwdriver (part #: 313.96, lot #: 1997663) was received at us customer quality (cq). Upon visual inspection, it was observed that all four blades of the distal tip of the device had broken off. The broken fragments were not received at us cq. Additionally, a sticky foreign matter was observed on the shaft of the device. No other issues were identified. Device failure/defect identified? Yes . Dimensional inspection: tip od = conforming. Document/ specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the cruciform screwdriver (part #: 313.96, lot #: 1997663) as all four blades of the distal tip of the device had broken off. Additionally, sticky foreign matter was observed on the shaft of the device. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during use and/or it is possible that the foreign substance was to be removed during sterilization. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.